Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Customer reported while drawing blood in the picu there was blood leaking at the maxzero female luer and portex syringe male luer connection. No patient harm or medical intervention was reported. No further patient/event information was provided.